Event description:
Notified of blood leaks with first use dialyzers. Date of events were reported as "within four to five weeks". This is one of two reported dialyzer leaks involving blood loss estimated by the customer as 250ml. No other info has been made available for investigation. 12/31/97 info requested by telephone and fax. Lot number provided 7e03708. 1/6/98 called source, informed co that the sales contact was called yesterday and has contacted customer. 1/8/98 called for status of requested above info. Offered to call customer but sales wants to handle; info has been requested from customer. 1/9/98 left message with source. 1/12/98 customer has said that further info may not be readily available. After three requests, will consider the info not available.